Manufacturer narrative:
A complete lead was returned in one piece measuring 46.7cm. Analysis was completed. No lead anomalies found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported the patient experienced "jumping" in their chest and presented in clinic. Upon interrogation, it was predicted the atrial lead was dislodged due to no sensing present and no atrial capture possible. An x-ray was completed to confirm dislodgement. The lead was explanted and replaced. The patient was stable.